Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and neck pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("hormonal changes describe: brain fog"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary tract infection ("infection (bladder/ infection (bladder/ type: uti"), vulvovaginal mycotic infection ("yeast"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, ibuprofen and surgery (laparoscopic bilateral partial salpingostomy with bilateral removal essure). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, feeling abnormal, mood swings, vaginal haemorrhage, heavy menstrual bleeding, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, acne, migraine, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, heavy menstrual bleeding, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion-(B)(6) 2007, (B)(6) 2006 insertion details-4 coils were noted on left and 4 coils were noted on right after placement of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received-new reporter, medical history, insertion details, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and neck pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("hormonal changes describe: brain fog"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary tract infection ("infection (bladder/ infection (bladder/ type: uti"), vulvovaginal mycotic infection ("yeast"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, ibuprofen and surgery (laparoscopic bilateral partial salpingostomy with bilateral removal essure). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, feeling abnormal, mood swings, vaginal haemorrhage, heavy menstrual bleeding, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, acne, migraine, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, heavy menstrual bleeding, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007,(B)(6) 2006 insertion details-4 coils were noted on left and 4 coils were noted on right after placement of essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and neck pain. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("hormonal changes describe: brain fog"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary tract infection ("infection (bladder/ infection (bladder/ type: uti"), vulvovaginal mycotic infection ("yeast"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, ibuprofen and surgery (surgical removal of coil(s)). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, acne, migraine, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Following events were added: brain fog, mood swings, abnormal bleeding (vaginal), menorrhagia, metallic taste, uti, yeast, depression, anxiety, acne, migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, abdominal pain and back pain .event severity added for: pelvic pain, abdominal pain and back pain. Event outcome updated for all the events which was claimed in pfs. Reporters, medical history, lab data and treatment drugs were added. Suspect drug coding was updated from ess305 to ess205. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.